Event description:
It was reported that on (B)(6) 2021, three (3) depth gauges were found to be broken during reverse logistics audit of returned device at a third party servicer. There was no patient involvement and no additional information is available. This report is for one (1) depth gauge for locking screws to 100mm for im nails. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Investigation summary visual inspection: the complaint device depth gauge for lckng scrs to 100 (product code: 03.010.072, lot number:3314139) was returned to cq west chester for investigation. The gauge body was deformed and had scratch marks on the surface. Device/defect identified: yes. Document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. Measuring device used: ca122 (caliper). Complaint confirmed: complaint can be confirmed based on the available information. Conclusion: the depth gauge was deformed and had scratch marks all over it. Hence, the complaint was confirmed. A definitive root cause cannot be determined from the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 03.010.072, lot: 3314139, manufacturing site: (B)(4), supplier: n/a, release to warehouse date: 02 december 2009, expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.